Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, physician loaded the subject guidewire back into the introducer to shape it but the ptfe coating of the subject guidewire peeled off. The subject guidewire was withdrawn. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the tip of the guide wire was noted to have been slightly shaped and a kinked/bend was present at the proximal end. The guidewire ptfe coating was noted to be peeling/peeled off in multiple sections from the proximal end. The guidewire ptfe was scraped at the proximal end. The introducer distal end was noted to have ptfe flakes. The returned torque device was noted to have ptfe flakes. The hydrophilic coating was hydrated and on inspection there were no anomalies noted. The core wire distal end was observed through the distal tip dome. Functional testing was not required as the reported event is confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use and continuous flush was set up and maintained throughout the clinical procedure. This event has been reported to the authorities. Analysis of the returned device also found damage to the ptfe coated length. Scraping and peeling was evident in several sections from the proximal end and most likely occurred as a result of interaction with another device. Ptfe flakes were noted on the distal end surface of the introducer. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. Ptfe flakes were also noted inside the torque device which indicates the torque device was not securely fastened around the guidewire causing it to drag down the wire during use. The as reported and as analyzed ¿ guidewire ptfe coating peeling¿ in addition to the ¿guidewire distal end kinked/bent¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the procedure, physician loaded the subject guidewire back into the introducer to shape it but the ptfe coating of the subject guidewire peeled off. The subject guidewire was withdrawn. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event